Manufacturer narrative:
Additional information: d10 analysis was completed to reveal the noise was most likely caused by external (non-device related) factors. The device was normal. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16826. It was reported the patient presented in clinic with a storm of inappropriate shocks. Upon interrogation, it was observed the implantable cardioverter defibrillator and right ventricular lead were far r-wave oversensing triggering a false fibrillation event and delivering inappropriate therapy. The numerous shocks also decreased the device battery life to less than 2 years. The device and lead were explanted and replaced. There were no patient consequences.